Event description:
It was reported that while in the or, the md inserted the guidewire. The iab could not be passed over the guidewire. The doctor tried several times to advance the iab over the wire. As a result, another iab was obtained and inserted with a sheath successfully. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.